Manufacturer narrative:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) would not inflate during deployment. The balloon lost pressure upon inflation inside the vessel. The device was removed and another mynx device was used to close the patient with no issues. There was no reported patient injury. The balloon maintained pressure during prep. There were no visible signs of device or package damage prior to use. The device was used in an interventional angiogram using a retrograde approach. The deployer was trained in the use of the mynx device. The vcd was used with a non-cordis 5f sheath introducer. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have any visible calcium/plaque. The device was stored and prepped according to the instructions for use (IFU). There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. There was no visible damage to the distal end of the sheath after removal. A non-sterile ¿mynxgrip f5 vascular closure device¿ was received for analysis. Visual inspection of the returned device showed that the shuttle was engaged to the black handle with the stopcock in the open position. The sealant sleeve was in its manufactured position. The syringe was attached to the device. The procedural sheath was not returned for analysis. The device was blood saturated. No other outstanding details were observed. Due to the saline solution saturation inside the unit, the unit was cleaned using an ultrasonic machine. Despite that, the saline solution did not allow inflation of the balloon; therefore, the inflation/deflation functional test was not possible to performed. A product history record (phr) review of lot f2308401 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported event of ¿balloon-balloon loss of pressure¿ could not confirmed through analysis of the returned device since device was obstructed with saline solution and functional analysis could not be performed. The exact cause of the reported incident could not be conclusively determined during analysis of the returned device. Based on the information available for review and the product analysis, it is not possible to determine what factors may have contributed to the issue experienced since there was no balloon damage noted. However, balloon prep and/or handling factors are possible. Although not intended as a mitigation, the mynxgrip IFU instructs users to purge the device of air by drawing vacuum with 2-3 ml of sterile saline prior to use. It also states to check for air bubbles in the balloon. If air bubbles are visible, deflate the balloon, draw vacuum to remove bubbles and re-inflate. Failure to purge the device of air during the prep phase and/or excessive tension applied to the catheter during pullback can cause the balloon to partially collapse as the air in the system is exposed to additional compressive forces and cause the balloon to be pulled through the arteriotomy, which can be mistaken as a balloon loss of pressure. Neither the phr review nor the product analysis suggest that the reported failure is be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2308401 presented no issues during the manufacturing process that can be related to the reported event. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon of a 5f mynxgrip vascular closure device (vcd) would not inflate during deployment. The balloon lost pressure upon inflation inside the vessel. The device was removed and another mynx device was used to close the patient with no issues. There was no reported patient injury. The balloon maintained pressure during prep. There were no visible signs of device or package damage prior to use. The device was used in an interventional angiogram using a retrograde approach. The deployer was trained in the use of the mynx device. The vcd was used with a non-cordis 5f sheath introducer. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5mm in diameter. The puncture site did not have any visible calcium/plaque. The device was stored and prepped according to the IFU. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. There was no visible damage to the distal end of the sheath after removal. The device is being returned for evaluation.

Manufacturer narrative:
A product history review is expected but not yet available. This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.